Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, resistance was met during device removal. In accordance to the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally and by applying counter traction with an assertive pull. When the device was removed, it was noticed that the locator wings remained deployed. The clip from the starclose se device achieved hemostasis. The arteriotomy site was reported to be "dry." No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.